Manufacturer narrative:
Concomitant medical products: a 25cm 7fr sheath introducer by unspecified manufacturer, a chikai (asahi intecc), a 7fr envoy (lot unknown), an excelsior sl-10 (stryker), and an enpower dcb / cable (lots unknown) were used for this procedure. The event was received on (B)(6) 2015, but coil stretching was not reported at that time. Product analysis was completed on (B)(4) 2015, and coil stretching was found at that time. The complaint met MDR reportability criteria on (B)(4) 2015. Complaint conclusion: the complaint product was returned for analysis. The coil was returned completely stretched and severed. As viewed through the returned packaging, it was found that the coil was not attached to the device positioning unit (dpu) via the detachment fiber. Located at the distal tip of the skive, the detached and stretched coil protrudes through the sheath. The coil¿s socket ring fracture is ductile in nature requiring external force. No material defects were found. The distal section of the coil was severed and not returned. The fracture is ductile in nature requiring external force. No material defects were found. The circumstances of how and when the coil was mechanically detached from the dpu, stretched, and the distal section of the coil being severed and not returned cannot be determined. The dpu and the introducer sheath were returned separated from each other. The circumstances of how and when the separation of the dpu from the sheath occurred cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The unsheathing difficulty was confirmed based on the condition of the returned device. The root cause of the event was most likely related to procedural/handling factors (force applied to the device). The most likely contributing factor to the coil becoming stuck may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the coil to protrude outside the sheath, produced a portion of the coil damage found, and may have caused an unintended mechanical coil detachment from the dpu. In this condition the coil cannot be advanced into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed distal section of the coil, the sl-10 microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
(Ref: (B)(4)) resistance / stuck. As reported via an affiliate, due to the assistant physician forcibly inserting the cashmere (crc141025-30 / c22614) into the microcatheter without unlocking the re-sheathing tool, the cashmere was stuck and could not be peeled-away, and the coil became stretched during coil recovery. The distal section of the coil was return separated; however, this occurred during post-procedural device handling and not in the patient or microcoil. The coil was replaced with another cashmere (lot unknown), which was successfully inserted without an issue. The coil embolization of a ruptured aneurysm at the patient¿s right anterior cerebral artery was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the events. There was no unintended detachment of the coil observed in the mc. No further information was available.